Manufacturer narrative:
The reported complaint of a broken spike could be confirmed from the photos provided. The sample was observed to have the bag spike broken the bag. However, without the return of the sample a comprehensive review cannot be performed, and a probable cause is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for investigation however a device history review should be performed. Additional contact information: (B)(6).

Event description:
The event involved a chemolock¿ bag spike w/port, dry spike. A fractured striker at the injection site was reported. The medication involved was cyclophosphamide. There was unknown patient involvement and unknown patient harm.